Event description:
It was reported that the patient experienced stimulation in their stomach and top of legs instead of back of legs and lower back. This change in stimulation occurred following strenuous exercise. Patient reports that device was "standing up" following the strenuous exercise. Additional information has been requested, a follow up report will be submitted if additional information becomes available.